Event description:
It was reported that, following a fall, a burning sensation occurred at the implantable neurostimulator (ins) site in the patient's abdomen and at the extension site in the patient's neck. The patient also reported more episodes of "freezing" and that stress aggravated this condition. The patient had fallen "7 times" since she was implanted. Palpating caused stimulation changes and there maybe a fluid short. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information. The health care professional stated the cause of the event was unknown, but the issue resolved on its own. The hcp noted contact #9 on the right had an abnormal impedance value as its impedance measurement was 2041 ohms. The patient outcome was reported as "no injury."

Manufacturer narrative:
Lead model 3387s lot # v279715 implanted: (B)(6) 2010 explanted: unk lead model 3387s lot # v319140 implanted: (B)(6) 2010 explanted: unk patient programmer model 37092 lot # 250430002 implanted: na explanted: na extension model 37085 serial # (B)(4) implanted: (B)(6) 2010 explanted: unk extension model 37085 serial # (B)(4) implanted: (B)(6) 2010 explanted: unk patient programmer model 37642 serial # (B)(4) implanted: na explanted: na.